Manufacturer narrative:
The patient's infection was initially reported under MFR #: 2916596-2015-00934. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was originally reported that the patient was admitted on (B)(6) 2014 for a pump pocket bacterial infection. Additional information received (B)(6) 2022 revealed that several surgical treatments were performed, including debridement, a fascial graft, a greater omental plombage, local flap surgery, split-thickness skin grafting and vacuum assisted closure. The patient was discharged on (B)(6) 2015.